Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by vomiting and pain. The cause of peritonitis was not reported. The patient was hospitalized for the event and was treated with unspecified antibiotics (doses, routes and frequencies were not reported). Seven days after hospitalization, the patient was discharged. Six days after discharge, antibiotic treatment was discontinued. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.